Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger, product ID 97745nt (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) started having issues with their controller 2 months ago. Happening multiple times when nothing would be plugged into the controller their screen would go completely out then go white. Pt would plug the controller into the ac power supply and after an hour they would go to charge the ins and the recharger (rtm) relay box would make a zapping and popping then made a zap in their back then screen went black. Pt met with their rep 2 months ago who reprogram and did a controller reset but it was still doing these issues. They had also reset the controller. They then spoke to their rep 6 weeks ago then today about the issue. During call pt verified no damage to the controller charging port or rtm. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt ;serial# (B)(6) ; product type product ID 97755-s; serial# (B)(6); product type recharger product ID 97745nt; serial# (B)(6); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Product ID 97755-s serial# (B)(6) product type recharger. Product ID 97745nt serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated previously documented information. Patient stated they had received replacement controller and plugged it in to charge for over 4 hours because it wouldn't come on. Once charged, their controller displayed the setup for implant screen and patient reported as soon as they go to the connect the recharger screen and connected the recharger, the controller would go completely black and would not come back on. Patient spoke to their mdt rep, (B)(4), who tried resetting and unplugging and replugging the recharger, but this did not resolve. Agent had patient reset controller with ac power supply and patient reported green solid light with the connect the recharger screen displayed. Patient connected the recharger and successfully completed the setup process. Screen displayed recharging excellent with a green flashing light and controller at 100% and ins at 90%. Agent advised patient to continue charging ins to full. Patient also inquired as to MRI mode and compatibility and agent provided information.